Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection approximately three weeks post implant. The implantable pulse generator (ipg) system was explanted and replaced one month later. No further patient complications have been reported as a result of this event.